Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes the customer stated that blood will not separate after centrifugation. The following information was provided by the initial reporter. The customer stated: "per customer, a blood smear was done and cells appeared acceptable. Also, specimen did not appeared hemolyzed. Specimen was received in cooler with ice packs but ice packs not touching the tube."

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor plasma (plasma not separating) was observed. Additionally, retention samples from bd inventory were visually inspected with no issues identified. Complaints for sample quality are under statistical control for the month of may 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor plasma(plasma not separating) based on the photo provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. The following fields were updated due to additional information: describe event or problem: it was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes the customer stated that there was discolored / abnormal additive in the tube. The following information was provided by the initial reporter. The customer stated: "per customer, a blood smear was done and cells appeared acceptable. Also, specimen did not appeared hemolyzed. Specimen was received in cooler with ice packs but ice packs not touching the tube."

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes the customer stated that there was discolored / abnormal additive in the tube. The following information was provided by the initial reporter. The customer stated: "per customer, a blood smear was done and cells appeared acceptable. Also, specimen did not appeared hemolyzed. Specimen was received in cooler with ice packs but ice packs not touching the tube."